Event description:
B-braun dialysis blood line: lot number 0062021968 manufactured in the dominican republic. The lines have been identified with micro bubbles on three separate instances on (B)(6) 2025. Last time this observation was mase, it resulted in a recall on or around 11/7/2025.